Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer heard a loud clicking during the fill tubing step. There were no alerts or alarms. Pump insulin delivery was resumed. There was no reported impact to customer's blood glucose.